Manufacturer narrative:
Continuation of d10: 5076-45 lead, implant date (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced a lot of pain since the implant procedure and that the implantable pulse generator (ipg) system was ¿sticking out¿, and that the pacing leads had become tangled. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the ipg system leads were palpable under the skin in sub cutaneous tissue. It was noted the replacement ipg which was implanted was not sticking out. It was also noted that the ipg system did not exhibit an erosion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.